Event description:
An article published in the journal de l'association francaise d'urologie et de la societe francise d'urologie reported the results of the long-term outcome of the ams800 artificial urethral sphincter which was placed in to 14 male patients (4 spinal cord injuries, and 10 spina bifida) with stress urinary incontinence due to urethral sphincter failure and diagnosed neuropathy. In the median follow-up period of 18.5 years, all patients survived during the final examination. Three devices of the placed ams800 were in place, 8 devices were repositioned (4 devices were removed after repositioning), and 3 were removed due to erosion or infection. Non-usage rate of pad/condom was 50%. It was not possible to obtain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this complaint will address all adverse events covered within this literature source. No further information is available at this time. Male neurogenic stress urinary incontinence treated by artificial urinary sphincter ams 800.rtm. (Boston scientific, boston, USA): very long-term results (>25 years) [02 nov 2017, 28(1):39-47], doi: 10.1016/j.purol.2017.09.012, pmid: 29102375.